Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was repositioned. The recipient's device was reactivated. The recipient is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has experienced electrode array migration. Programming changes were made, however, the issue was not resolved. Revision surgery has been scheduled.